Manufacturer narrative:
Isi has not received the vessel sealer extend (vse) instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The event date provided by the customer could not be verified as of the date of this report, hence, no log review for this procedure has been performed. There were no vse instruments used on the date provided by the customer. This complaint is being reported due to the following conclusion: during a da vinci-assisted pylorus preserving pancreatico-duodenectomy procedure, the vse instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. There was unexpected bleeding amounting to 100-200 ml due to the insufficient sealing issue and the surgeon used an unspecified bipolar instrument to stop the bleeding. The cause of the customer reported failure mode is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pylorus preserving pancreatico-duodenectomy (pppd) procedure, the vessel sealer extend (vse) instrument had sealing issues although the generator gave the ¿seal complete¿ tones. Intuitive surgical, inc. (Isi) followed up with the or assistant and obtained the following information: the vse instrument was inspected before use and there was no damage found. The vse instrument worked without issues for the first 1 hour. After that, the generator gave the seal complete tone but there was insufficient sealing. Per the or assistant, the procedure was prolonged by 15-30 minutes during the "critical steps" of the procedure and more than expected bleeding was lost during the resection of the pancreas. The target tissue was pancreas, fat and gland tissue. The tissue was under tension with a prograsp forceps instrument and/or an unspecified bipolar instrument. The size of the tissue was less than 7 mm, there was no tissue calcification, previous exposure of tissue to chemotherapy or radiation, the tissue was not immersed in liquid and there was no hard material in the jaws of the instrument during the sealing process. In the end, there was no sealing seen at all. There was unexpected bleeding of 100-200 ml in the patient. The bleeding was stopped using bipolar instrument. There was no blood transfusion administered to the patient. The surgeon believes the cause of the issue was due to the instrument.

Manufacturer narrative:
On 25-apr-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the vessel sealer extend (vse) instrument: failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the wrist assembly. The instrument failed the electrical continuity test. As a result, energy delivery would not work when activated on the system. No signs of thermal damage or loss of conductor wire insulation were observed. Root cause of broken conductor wire is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.